Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During a medical interview on 07sep2018, a patient¿s (pt) eye care provider (ecp) from (B)(6) reported that a pt was diagnosed with an os corneal ulcer with positive culture and sensitivity while wearing the acuvue oasys brand contact lenses. The location of the corneal ulcer is ¿off pupil upward 2 o¿clock¿ and it is ¿resolving¿. The date of the event was not provided. The ecp refused to provide any additional information. The suspect os lens was received on 13sep2018, but the evaluation is not yet completed. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003kh6 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One suspect lens was received in a lens case for lot # l003kh6. The parameters of the lens were measured, and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. A visual inspection showed no visual attributes. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Section h ¿ 6: code 10 - testing of actual/suspected device and code 67 - no problem detected.